Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint of t1 pre deployment. The actuator is in its t2 pre-deployment position indicating a trigger advancement. The condition of the device indicates the trigger was prematurely advanced when being removed from the paper carrier causing the reported t1 pre-deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the fast fix 360 was broken while deploying. The procedure was completed with a back up device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use the instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.